Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A technician reported a patient that complained of bilateral blurry vision three weeks post lasik procedure. The patient stated blurred vision in the right eye is worse than the left eye. The reporter indicated there was possible cataract development. Additional follow up information obtained indicated the patient was put on a topical steroid eye drop to prevent regression. The optometrist indicated the patient would be returning to the office to confirm cataract development. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).